Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 3.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.